Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, during implant testing, the programmer gave an error message indicating the charge had been aborted. However, that charge actually occurred and the patient was successfully converted. A review of downloaded data by technical services found communications errors occurred via intermittent telemetry during the testing. The device was successfully implanted. There were no adverse patient effects.